Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. The customer stated after changing the insulin, the issues seemed better for a few days. He was unable to troubleshoot at the time of the call. The customer stated he had done everything he could based on troubleshooting calls in the past and stated he was usually able to resolve no delivery, but this time it was not working. His blood glucose was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.